Event description:
The customer stated that she tested her blood glucose using the contour meter and received readings of 144 and 143 mg/dl. She retested using an accucheck and received a reading of 300 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.